Event description:
On (B)(4) 2013 the reporter contacted animas alleging that the pump did not calculate an ezcarb bolus correctly. Troubleshooting indicated that the pump used the 12:00 am I:c ratio of 1:40 instead of the 6:30 am I:c ratio of 1:17 for the 7:08 am ezcarb bolus in question. The reporter confirmed all settings in the pump were correct at the time of the alleged incident. The patient reportedly experienced blood glucose (bg) of 362 mg/dl with no reported signs or symptoms due to under-calculation of the bolus in question. Customer technical support recommended that the patient stop insulin pump therapy and go on a back-up plan for insulin delivery. The pump was replaced. The reported bg excursion does not meet animas¿ criteria for a serious injury. This complaint is being reported due to the alleged bolus calculation issue. Verse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 03/27/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed no activity outside normal use observed on (B)(6) 2013. The time was found to be manually changed from 4:23pm to 4:26pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The meter was not returned with the pump. The pump powered up normally and was successfully paired with the test meter. The pump was exercised for 24 hours with no alarms. Test boluses were performed using the "normal", "ez-carb", "ez-bg", and "combo" and all boluses accurately recorded in pump history with the correct time and order. An I:c ratio was programmed as 1u:15 at 1:30pm and it was activated successfully at the exact programmed time. An "ez-carb" calculation was found to be accurate and able to reveal user's blood glucose target. The pump was opened and no damage was found to the force sensor circuit or on the power circuit. No moisture ingress found inside the pump.